Manufacturer narrative:
Preliminary analysis confirmed the reported behavior and resulted from a programmer software anomaly when printing the episodes. The issue can occur only under specific and rare conditions when the user prints an episode and quickly afterwards select another episode or select again the same episode (before the first episode has been printed).

Event description:
It was reported that during the follow-up dated 14 nov 2016, a fast vt episode treated with a 42 j shock was printed (B)(6) 2016, 13:47) but it was showed that first part of the mark channel was not coincident with the egm channel. The physician is requesting an analysis of this case.

Event description:
It was reported that during the follow-up dated (B)(6) 2016, a fast vt episode treated with a 42 j shock was printed ((B)(6) 2016, 13:47) but it was showed that first part of the mark channel was not coincident with the egm channel. The physician is requesting an analysis of this case.

Event description:
It was reported that during the follow-up dated 14 nov 2016, a fast vt episode treated with a 42 j shock was printed (07 nov 2016, 13:47) but it was showed that first part of the mark channel was not coincident with the egm channel. The physician is requesting an analysis of this case.